Manufacturer narrative:
Customer returned freestyle blood glucose monitor. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing. The date and time were not set correctly in the meter, so it is unknown whether or not an error actually occurred on the date of the reported event.

Event description:
Customer reported receiving an error 3 when a test strip was inserted into a family member's freestyle blood glucose monitor, and the customer then reported that they began to shake and tremble, and then reported losing consciousness. Customer did not report going to a hospital for treatment, nor is it clear what treatment was administered in order to stabilize glucose levels.